Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_942 - summit, patient site ID:(B)(6). It was reported that on (B)(6) 2022, a 29mm tendyne mitral valve was successfully implanted in a patient. On (B)(6) 2025, a transthoracic echocardiogram revealed severe mitral stenosis. No additional information was provided.

Manufacturer narrative:
An event involving mitral valve stenosis and elevated troponin and bnp levels approximately 3 years and 6 months post-implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported mitral valve stenosis and elevated biomarkers could not be conclusively determined. The reported minor injury/illness/impairment appears to be case-specific, as no medical intervention was performed. There is no indication of a product quality issue related to labeling, design, or manufacturing.

Event description:
N/a.